Manufacturer narrative:
The customer indicated that the sample associated to this report is expected to be returned to the mfg site for analysis. To date, the sample has not been received for analysis.

Event description:
The company received a report where it was claimed that the cuff developed a leak during pt use. The caller reported "medical intervention was not required. Re-intubation/re-cannulation was necessary. Surgery time was not extended by 30 minutes or more. The caller reported that the pt is doing good and has been discharged from the hospital.